Event description:
It was reported that during a pph procedure, after firing the device, there was only a cut line with no staples. The surgeon used a rectoscope and a physical check to detect a staple line, but did not find any staples. The procedure was converted to open. The surgeon decided to continue and perform a rectosigmoidectomy due to diverticulitis. By doing so, he managed to close the cut tissue through an abdominal approach.

Manufacturer narrative:
Information anticipated, but unavailable at this time.